Event description:
The customer's daughter stated that the customer was hospitalized twice in one week due to hyperglycemia. The customer's daughter stated that the customer's doctor thinks the cause of the high blood glucose levels was the insulin pump. The customer's daughter also stated that the cannulas of the infusion sets have occasionally come out of her body bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.